Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, sixty-two (62) companion samples were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test were performed, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp standard bore catheter extension sets leaked at the connection point (male luer connector). This was observed when the nurses were trying to make a connection (tight/secure the connection); the collar would spin and not tighten. There was no report of patient injury or medical intervention associated with this event. No additional information is available.